Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an upper jaw bone procedure, customer has reported that the instrument somehow has locked during the operation. The clip has not applied correctly. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m91f8w. The analysis results found that the mcs20 was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing no clips were fed into the jaws, therefore no further testing could be performed in order to evaluate the reported event of malformed clips. In order to evaluate the condition of the device¿s internal components, the device was disassembled; upon disassembling, the hoop spring and the anti-backup lever were found to be out of its intended position, causing the feeding issue. However, no conclusion could be reached as to what may have caused this condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.